Event description:
It was reported that a patient¿s head moved, but there was no injury to the patient. The nurse was not sure if the lock had been knocked loose or not. Two clamps are being returned, since the nurse is not actually sure which clamp was involved in the incident. It is unknown if a revision or medical intervention was required. It was unknown if there was a delay in surgery. Request for additional information has been sent.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. No abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from (B)(6) 2015 to (B)(6) 2017 for this reported failure and or related to "not", "locked" for product family (B)(4) shows that three additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Complaint not confirmed - no issues observed. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements, except for the mayfield 2 lock has up and down movement and the teeth are grinding when rotated when unit is not under pressure. When unit is properly positioned and put under pressure unit will function properly. An in service is being recommended with focus to proper placement of the device in question.